Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she was admitted into the hospital because of dka and her doctor advised her to have her infusion device checked. Pt stated she was admitted to the hospital on (B)(6) 2011. Pt reported a few days prior to hospitalization, she couldn't get her blood glucose to come down. Pt stated her blood glucose was running between 200-300 mg/dl. Pt reported she tried to give an injection and it would bring blood glucose down temporarily, but then it would come back up. Pt stated she continued to change her infusion sites; sometimes it would work and other times it would not. Pt reported on the day before hospitalization she started vomiting. Pt stated when she was admitted to the hospital her blood glucose was around 500 mg/dl. Pt reported she was given an IV of insulin and fluids because she was dehydrated. Pt's target blood glucose is 120 mg/dl. Pt stated her blood glucose remained elevated even when she was on the IV of insulin. Pt reported she was discharged on (B)(6) 2011. Pt stated she does not know the last time the infusion adapter was changed. Advised to change the adapter with every 10th cartridge change. Pt reported she has been on the backup infusion device since (B)(6) 2011 and her blood glucose has been okay. Assisted pt with switching from backup infusion device to primary infusion device. Had pt prime the infusion set; was able to see insulin drip from the infusion tubing. Pt stated she was able to reconnect back to the infusion site and placed the infusion device into run mode. On follow up call on (B)(6) 2011, pt reported she is still on the primary infusion device and her blood glucose has remained normal. Sending infusion adapter; no product return was requested.